Event description:
The event occurred on an unspecified day in august 2025 involving a microclave¿ clear neutral connector where it was stated that nurse (rn) noticed moisture and drops of fluid on the patient. Upon further investigation, it was found that the clear neutron on one of the upper arms PICC's [peripherally inserted central catheter] lumens was cracked/leaking. No obvious cracks/breaks to microclave clear, leaking at connection site at vascular access device. 3 incidents occurred involving cracked and leaking clear neutrons. This is the third of three. The event occurred in picu hospital. There were no patient harm and no delay in therapy.

Manufacturer narrative:
The reported complaint of a crack and a leak could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Correction the patient information entered in the initial MDR does not apply to this incident, because the patient information is unknown.